Event description:
It was reported that the lens of a storz endosheath came off intraoperatively and was found in the back of the patient¿s mouth. ¿the lens has been found in the mouth of the patient without significant intervention.¿ there was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.